Manufacturer narrative:
Concomitant medical products: 501da18, mechanical valve, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead remains in use. It was further reported that true twos was not noted when remote device transmissions were reviewed. However, right atrial (ra) lead far field r-wave (ffrw) over-sensing was noted. The ra lead remains in use. No patient complications have been reported as a result of this event.